Manufacturer narrative:
(B)(4). This is a report of a use error, where reuse of a single-use product occurred. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during fill 1 of 4 of peritoneal dialysis therapy. The hp stated they did a partial swap of the heater bag due to a check heater alarm occurring. It was not reported if proper procedures were reviewed with the customer. The technical service representative assisted the hp with ending therapy and advised them to start over with all new supplies. It was not reported how the hp completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.